Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), dentist tried to place transmucosal healing screw, the implant came out with the healing screw itself.